Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient implanted with an abbott ICD presented to the emergency room due to inappropriate high voltage therapy and was discharged but expired due to an unknown cause two days later. Additional information has been requested but is not available.

Event description:
A patient implanted with an abbott ICD and abbott lead presented to the emergency room due to inappropriate high voltage therapy and was discharged but expired due to an unknown cause two days later. Additional information has been requested but is not available.